Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The physician believed patient will benefit from the new technology.

Event description:
A report was received that the patients ipg was charging more frequently and would charge for a long time. It was also noted that there were high impedance on the left lead. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead 50cm.

Event description:
A report was received that the patients ipg was charging more frequently and would charge for a long time. It was also noted that there were high impedance on the left lead. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action would be taken at this time. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg was charging more frequently and would charge for a long time. It was also noted that there were high impedance on the left lead. The patient will undergo a replacement procedure.